Manufacturer narrative:
Device evaluation completed on february 22, 2021. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant was found to have an area of delamination at the union between the patch and shell, causing gel leakage. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel, 400cc silicone prosthesis experienced left sided rupture post procedure. The issue was discovered during the surgery. Patient underwent bilateral replacements as follow: left replaced with cat#:3505504bc sn#: (B)(4), and right replaced with cat# 3505504bc, sn#: (B)(4) on (B)(6) 2021.